Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to error code 64. A23: applicable to having difficulty registering the patient. A0902: applicable to the screen going blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site encountered an error code 64 while registering a patient. The site reported having difficulties registering the patient when the screen went blank and prompted the error code. The system was swapped to continue. There was a 5-minute delay, and no impact on patient outcome.

Manufacturer narrative:
H2: please see section a for remaining patient information. H2: please see section b5 for additional information. H2: please see additional codes for the updated annex f, f2601, as the issue occurred pre-operatively. H2-h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The sy stem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred prior to a cranial resection procedure.

Manufacturer narrative:
H3, h6: software was returned for analysis. They reviewed the logs and observed that a segmentation fault was observed during the second session in the qmlgui service. This was indicated both in the system logs and through the presence of the corresponding core file; however, the core file itself was found to be empty. This default behavior aligns with a known software issue related to unexpected exit/software unresponsive. Codes b01, c10, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.